Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was saying bolus not delivered and bolus timed out. The customer¿s blood glucose level was 437 mg/dl. The customer stated he just gave 25 units of bolus and was going to give another 8 units. The customer stated he could not get off the main screen. The customer was assisted with clearing the alarms on the insulin pump and was walked through the steps for bolus. The device will not be returned for analysis.